Manufacturer narrative:
The product has not been received for evaluation and a follow-up report will be submitted when the investigation is complete.

Event description:
Complainant alleged that during biomed testing, the device was intermittently unable to obtain an ECG signal via defibrillator paddles. Complainant indicated that there was no pt involvement in the reported malfunction.